Event description:
It was reported that the site was having a problem with their programming system. Per the site, they changed the 9v battery in the wand and performed troubleshooting. They tried rotating the wand, checked the connections and they are still having problems. Product was returned to manufacturer, but analysis is pending.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.